Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. A field engineer examined the console, and a new driver resolved the issue. The console met the manufacturer´s specifications. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that on (B)(6) 2022 during a brevera procedure, the driver gave an error and did not seem to engage. Due to this, the procedure could not be completed. The procedure was aborted and rescheduled. No harm to the patient reported. A field engineer examined the console, and a new driver resolved the issue. The console met the manufacturer´s specifications. No other information is available.